Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission the pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function. The patient was stable.